Manufacturer narrative:
The reported product was returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (wife) reported that on (B)(6) 2015 her husband had received readings that he perceived to be erratic. Caller reported her husband had received the following results, but she could not remember when they were received or confirm the unit of measure (assumed to be mg/dl): 89, 118, and 95. It was further reported he self-administered "the appropriate insulin" dose and then 15 minutes later he "got unconscious". Paramedics were called and a reading of 33 mg/dl was obtained. Customer was transported to the hospital where he was treated with dextrose. No further information was provided by the caller as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.